Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that they had been getting questionable results for an unspecified number of patient samples tested for multiple assays on the e601 analyzer. The issue was realized when running a random patient sample and finding that the repeat result was not the same as the initial result. The customer provided an example of one patient sample. Of the results provided for vitamin b12, ferritin, folate and tsh, only the result for tsh is a reportable malfunction. The initial tsh result of the sample was 0.236 mui/l. The analyzer was then placed into standby and new reagents were placed on board the analyzer. After replacement of the reagents, the customer did not observe any more erroneous results. The complained sample was repeated since the initial result did not agree with patient history and it resulted as 1.45 mui/l. No results were reported outside of the laboratory for this sample. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the filter in the procell reagent bottle was split. The filter was replaced and all was ok. Investigations conclude that it can be assumed that air was aspirated into the system due to the defective filter, consequently leading to the issue. Exchanging the procell bottle can temporarily solve the issue until the liquid level is low again. The issue was resolved by replacement of the filter.